Event description:
The user facility reported that resistance was encountered as the physician was advancing a jl 4/0 catheter. Reportedly, both the catheter and guidewire were removed with some difficulty from the access site, which was heavily scarred and calcified. Subsequently, a .035" j wire was placed into the introducer sheath for exchange. During the removal of the sheath, the distal two inches of the introducer sheath reportedly "broke off." The pt was taken to surgery where the distal portion of the sheath was successfully removed. Follow-up communication confirmed that the pt was discharged from the hosp approx 1-week post procedure.

Manufacturer narrative:
Results and conclusions: based upon eval of user facility info only; based upon reserve sample eval. The involved sample has not returned by the user facility, which limits the failure investigation. Therefore, the investigation was based on eval of user facility info, quality records and reserve samples. Inspection and testing of retained samples confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, there is no indication that there was any relation to a defect or malfunction of the device. The event description is consistent with damage caused by continuing to manipulate the device against resistance. The device labeling stated in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending and follow-up.